Event description:
The pt's wife called to report that her husband's 6dct tracheostomy tube was in use 1-2 days before, a leak in the pilot balloon was noticed. The cuff was pre-tested, and inflated at or below 14cc's. At night, the cuff deflated requiring re-cannulation that was not a part of routine changing.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.